Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2001332 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following an evar procedure an 18f manta was used to attempt closure. The access location was in the rt cfa with mild posterior wall calcification located low on the cfa. Vessel size was 7.5mm and it was not tortuous. Measured depth was 6+1; however, during the procedure the device was pulled too far back and deployed, resulting in a tract deployment. A surgical cut down was performed to complete closure. The IFU was reviewed and confirmed to state in step 4: positioning the device, grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during an evar procedure physician pulled manta device back past the predetermined depth and went to deploy the device. It was deployed in the subq tissue. Vessel size was rt cfa / 7.5mm and had mild calcification. Measured depth was measured at 6+1. Physician performed a cut down and closed the femoral artery.